Event description:
Event description guidant received information that this right ventricular pace/sense epicardial lead was exhibiting low r-wave measurements and increased pacing thresholds. It was reported that there was undersensing, but what was being undersensed was not reported. No adverse patient symptoms were reported.